Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was implanted. The patient experienced chronic pelvic pain, dyspareunia pain, pain during sexual intercourse, mesh erosion, mesh extrusion, mesh infection: utis, pelvic infections, recurrent blood and mucus infection for over 1 year with period, urinary problems: emptying, urinary urgency, sexual disfunction, vaginal scarring impacting sexual function, mesh extrusion causing sexual dysfunction for 18 months, recurrence of prolapse, bowel complications, bowel problems extensive requiring (B)(4) bowel procedures, emotional and psychological distress affecting personal relationships and overall quality of life, irregular vaginal bleeding or discharge when full hysterectomy has been carried out before mesh tape procedure. Hospital carried out (B)(4) procedures to rectify these issues: last procedure 2023. The mesh was explanted on (B)(6) 2023. No further information is available as reporter details have not been disclosed (confidential).